Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. It is unknown if the death was device related. It was additionally reported that a second device, model#: 7000tfx, was implanted. Refer to MFR #2015691-2009-09895. A model #2700, which is reportable on an alternative summary report, was also explanted. No further details were provided. Information learned from implant patient registry.